Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in my belly button as well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscle") and polymenorrhoea ("period shorten"). The patient was treated with surgery (having hyst 4 week). Essure was removed. At the time of the report, the abdominal pain, arthralgia, myalgia and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, arthralgia, myalgia and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in my belly button as well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscle") and polymenorrhoea ("period shorten"). The patient was treated with surgery (having hyst 4 week). Essure was removed. At the time of the report, the abdominal pain, arthralgia, myalgia and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, arthralgia, myalgia and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event period shorten, pain in my belly button as well was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report